Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 15 years due to severe bioprosthetic aortic valve insufficiency. Per the operative report: "the patient ... Was evaluated... And found to have evidence for severe bioprosthetic aortic valve insufficiency. ... At operation no obvious tears were noted in the original bioprosthetic valve. ...the previous bioprosthetic valve was explanted... The valve was sized and a 21 mm valve was chosen for replacement ... The patient was weaned from cardiopulmonary bypass ... At the conclusion of the operation, transesophageal echocardiogram revealed a well-functioning bioprosthesis in the aortic position with no perivalvular leak. ... The patient tolerated the procedure well and was taken to the cvs ICU in stable, but critical condition."

Manufacturer narrative:
Additional manufacturer narrative: unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be determined. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: probable cause for reported insufficiency could be confirmed by visual observation. Leaflet 3 had a tear at commissure 1, tear measured approx. 4 mm. The valve, as received, would likely have regurgitation due to tissue tear. Although it is unknown when the tear occurred. All 3 leaflets at all 3 commissures also exhibited thickened and swollen tissue. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3 mm. Host tissue was moderate to heavy at the stent inflow and minimal at the stent outflow. Minimal calcification was observed in the cusp areas of leaflets 1 and 2. The x-ray demonstrated calcification and commissure 1 wireform bent outward. These damages are most likely due to explant. X-ray. Although the op report documents no obvious tears during explantation, the tear observed in our analysis was likely the cause of the reported insufficiency. Unfortunately, it cannot be confirmed when the tear occurred. This valve was implanted for approximately 15 years. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, it appears that the tear was possibly from a deteriorating prosthetic valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible.